Event description:
A revision surgery was performed using the blueprint planning feature. The patient had a 15-degree augment on the cortiloc glenoid and a flex anatomic implant. The revision was required due to subscapularis failure and a loose glenoid.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.